Manufacturer narrative:
The company service representative examined the system and no problems were found. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The phacoemulsification handpiece was not returned for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery, phacoemulsification power went out completely during phaco mode. The handpiece was changed and issue was resolved. The procedure was completed as expected. There was no harm to the patient.